Event description:
A report was made regarding a cartridge that was hard to fit. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.